Manufacturer narrative:
(B)(4). The device has been rec'd; however, the investigation is not yet complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent was advanced to the lesion and upon inflation at 1 atm, the balloon inflated slightly and lost pressure. There was blood noted coming back into the inflation device. The device was removed from the pt without an issue and the stent was still present on the stent delivery system (sds) balloon. Reportedly, there were no pt effects. No add'l event or pt info is available.